Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that the insulin pump was frozen with unresponsive buttons. She noted that the esc and act buttons did not clear the alarm. She advised that there had been no moisture damage to the device. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.